Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture near the hub. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and non-penumbra sheath. During the procedure, the hospital fellow flexed the benchmark at the proximal end/ hub while advancing it through the sheath. Consequently, the benchmark broke just after the hub. Therefore, the benchmark was removed. The procedure was completed by using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.